Event description:
The customer originally reported that the device stopped during use. Upon receipt, visual examination on (B)(6) 2014 revealed one broken/missing snap pin. The site was contacted regarding the missing snap pin and no further details were made available.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instruction for ue provide add'l info on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.